Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 25-dec-2024, the brother of the end-user reported that the user was hospitalized for hyperglycemia with blood glucose levels exceeding 400 mg/dl. He explained that the user had used an "alternative infusion set" because they were out of the provided infusion sets designed for the ilet. No details were available about the alternative infusion set used. The user's daughter contacted emergency medical services (ems) after finding the user incoherent. Further information could not be obtained, as attempts to contact the user were unsuccessful; the phone number on file was disconnected.